Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a partial knee arthroplasty on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2014 due to suspected infection. During the procedure, an incision and drainage procedure was performed and the bearing was removed and replaced. A visual examination at the time of the revision surgery indicated the soft tissue was in good condition and there were no signs of infection.